Manufacturer narrative:
(B)(4). Batch #t5a672. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found broken. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please provide more event details how the stapler ¿broke while firing across the appendix¿? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut some or all of the tissue? Did the device deliver any staples? If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? If no, please explain. If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy procedure, the stapler broke while firing across the appendix. There were no patient consequences. No additional information is available at this time.